Event description:
Solicited per patient, she was admitted to the hospital on (B)(6) 2021. She has a leaky intravenous line. Her line is being replaced. No other information known. Prescriber has not been notified. Reported to (B)(6) by: patient/caregiver.